Event description:
It was reported that sometimes post a port placement, the port allegedly has not been flushed. It was further reported that the patient had allegedly experienced pain in her right arm with movement for the last few weeks. Additionally, there was no pain when the patient is not moving her right arm. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. It was noted that the port was not flushed for more than four weeks which was against the instructions for use. Therefore, the investigation is confirmed for the reported improper flushing issue. Furthermore, clinical conditions alleged in the complaint cannot be confirmed. The root cause for improper flushing issue was noted to be use error. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Instructions for use reviewed: the instructions for use states that flushing volumes: when port not in use- 5 ml heparinized saline every 4 weeks h10: d4 (expiration date: 11/2024), g3. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post a port placement, the port allegedly has not been flushed. It was further reported that the patient had allegedly experienced pain in her right arm with movement for the last few weeks. Additionally, there was no pain when the patient is not moving her right arm. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 11/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.